Event description:
It was reported that there was a broken lead cap. When the surgeon was attempting to connect the lead to the extension in a stage 2, he noticed that the lead had been damaged. It was observed that the #3 contact was damaged beyond repair so the surgeon cut it off. The impedances were tested and were found to all be high except the #0. It was noted that the surgeon would attempt to program using the 0 contact and then revise if necessary.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va0a4jt, implanted: 2013-(B)(6), product type lead, product ID 3387s-40, lot# va0a6qh, implanted: 2013-(B)(6), product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID neu_leadcap_acc, product type accessory. (B)(4).

Event description:
Follow up information reported that no malfunctions were seen and the cause of the issue could not be determined. There were no interventions performed or planned and confirmed that the surgeon did not revise the lead component. It was reported that the patient was receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).